Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on radius assessed as fold flaw opening. Capsular contracture: unable to observe since it is not related to the device. Lump/nodule-ndr: not applicable as the event is not related to the device. Additional observations: stress marks, wear abrasion and crease fold observed on the device.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and rupture. Healthcare professional later reported "stable benign 3mm nodule anteromedially in the left breast". Device was explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV, rupture, and stable benign 3mm nodule anteromedially in the left breast. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.